Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up it was noted that this system was not sensing as expected and high out of range pacing impedances measurements were also observed. The physician was unable to conclude the product of root cause and thus elected to explant and replace both this lead as well as the associated device. Both products were returned for laboratory analysis. No adverse patient effects were reported either prior too, nor during the replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approximately 12.4-cm from the terminal end with only the proximal segment being received. Testing was then completed on the returned segment to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that during a routine follow-up it was noted that this system was not sensing as expected and high out of range pacing impedances measurements were also observed. The physician was unable to conclude the product of root cause and thus elected to explant and replace both this lead as well as the associated device. Both products were returned for laboratory analysis. No adverse patient effects were reported either prior too, nor during the replacement procedure.